Event description:
It was reported that a longevity calculation was performed in (B)(4) 2011 and device had over 2 years remaining on the battery. At follow-up in (B)(4) 2012, device showed 7 months remaining. Patient had not received therapy in that time. Device to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.